Event description:
It was reported that the patient presented for a scheduled generator change procedure. Pre-procedure, it was noted that the right atrial (ra) lead exhibited intermittent unspecified oversensing. The ra lead was capped and replaced on (B)(6) 2024. The patient was in stable condition throughout the procedure.